Event description:
The technician alleged the nurse call does not function. No patient impact.

Manufacturer narrative:
The technician found a bent pin in the communication cable. The technician straightened the pin on the communication cable to resolve the issue.